Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw disassembled during surgery. The tulip of the pedicle screw was found to have disassembled from the screw shaft while trying to final tighten the set screw in place. The pedicle screw was removed and replaced with an alternative screw. There was no patient injury in relation to this event.